Manufacturer narrative:
(B)(4). Batch #: u93d4n. Additional information was requested and the following was obtained: the device passed the pre-test. The device worked properly before the issue. No error message on the generator. Another hand-piece et another harmonic device has been used to finish the procedure. Delay in the hemostasis and extended procedure time. The following information was requested, but unavailable: how long was the procedure delayed due to this issue? Was the procedure successfully completed? Did the patient experience any adverse consequences due to this issue? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? Was there any other action taken for the prolonged time of the surgery? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hp054 device was received with the 4-40 stud broken, nose cone was cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect internal components. The moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. It should be noted that product failure is multifactorial. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip of the handpiece broke intraoperatively after 2 hours of surgery. The tip got stuck in the harmonic scissors, rendering both devices unusable. The duration of the surgery was extended while the devices were changed. A new handpiece and a new scissors were used.